Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was scheduled for a revision due to varying impedance from 400-1000 ohms. The physician felt this was due to a device header issue, and during the procedure, fluid in the header was noted. The variable impedances were reproduced by moving the lead slightly in relation to the setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.